Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the implant was placed in ada site 7 in the mouth, primary stability was not achieved. Another implant was not placed successfully in the same site on the same day so the site was grafted. Clinician reports poor bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
On the day the implant was placed in ada site 7 in the mouth, primary stability was not achieved. Another implant was not placed successfully in the same site on the same day so the site was grafted. Clinician reports poor bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).